Event description:
It was reported that a 512s was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety reset button would not lock porperly. A new trocar was used to complete the case. There was no consequence to the pt.